Manufacturer narrative:
The UDI is unavailable as the device was manufactured prior to the requirement. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient did not charge the ipg as recommended, leading to it becoming inoperable. In turn, the patient underwent surgical intervention wherein the scs system was explanted.